Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental, bra fat, flanks, lower/upper abdomen on (B)(6) 2024, (B)(6) have developed paradoxical hyperplasia (pah/ph) to the flanks and bra fat.

Event description:
Allergan aesthetics received additional information, patient received coolsculpting treatment on (B)(6) 2024 using the curve 150, curve 80 applicators.

Manufacturer narrative:
Additional information: a4, b5, d1.

Manufacturer narrative:
Additional information: a3a, b5.

Event description:
Allergan aesthetics received additional information, patient received coolsculpting treatment, the submental, bra fat, flanks, lower/upper abdomen on (B)(6) 2024 and was diagnosed with paradoxical hyperplasia (pah/ph) in the following body areas: bilateral submental, upper and lower abdomen, bra fat, and bilateral flanks.